Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates: part # 03.037.025, lot # 9375245. Manufacturing location: (B)(4). Manufacturing date: 17.mar.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sales consultant noticed a damaged proximal femoral nailing system (tfna) instrumentation. The sales consultant is not sure if the issue occurred during a case or post-operatively. He said that most likely it occurred post-operatively. He further stated there are four devices that appear to be severely bent. In his opinion, something heavy might have dropped down on the instruments, that may have caused them to be bent. He also said that the four devices are stuck together. There is no other concomitant part involved. There is no patient or procedure involved. This complaint involves three (3) devices. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Customer quality conducted an investigation of the returned devices: tfna screw inserter (03.037.025) and coupling screw (03.037.026) it was observed that the proximal cannulation was slightly deformed. Additionally, the distal cannulation was observed to be deformed and there is evidence of impact to this end of the device. The balance of the device has typical wear which does not impact functionality. There is no indication that the device is bent. The coupling screw was observed to be slightly bent in the distal section of the device. There is evidence of wear on the proximal end of the device which appears to be related to interaction with the deformed screw inserter. The coupling screw becomes stuck to the screw inserter when mating the devices. The coupling screw cannot be fully inserted. The deformation of the proximal cannulation of the screw inserter can be observed while the coupling screw is partially inserted. The complaint regarding deformation and the devices being stuck is confirmed. The devices becoming stuck was able to be replicated. DHR review for each of the devices no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The material and relevant material properties were determined to be conforming for the device lots based on review of the DHR. The following drawings were reviewed during investigation. - screw inserter for tfna screw - shaft welded screw inserter -connecting screw for blade/srew the inner diameter of the proximal end of the tfna screw inserter (03.037.025) was measured to be 12.25mm which is not within the specification of 12.45mm +/- 0.05 the diameter of the distal end of the coupling screw (03.037.026) measured 5.93mm which is within the specification of 6.0mm + 0.0 /- 0.1. The diameter of the proximal end of the coupling screw measured 12.29mm which is within specification of 12.3mm +/- 0.02. No definitive root cause was able to be determined. The conditions experienced by the devices is unknown however it appears that the devices experienced excessive forces which were not in line with the intended use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.